Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Gouty arthritis [gouty arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a male patient in his (B)(6), initials not provided, with gonarthrosis. The patient's medical history is significant for hyperuricemia and prior treatment with altz (sodium hyaluronate). On an unspecified date, the patient initiated synvisc, 2ml 1x/week, and received three injections. One week after the last synvisc injection, the patient experienced gouty arthritis. The reporting physician suspected that the gouty arthritis developed at the injection site. The patient's outcome for the event of gouty arthritis was reported as unknown. Concomitant medications were not provided. The intensity for the event of gouty arthritis was not assessed. The reporting physician assessed the relationship between synvisc and the event of gouty arthritis as possibly related. Additional information was received on (B)(6) 2011 from the physician regarding this (B)(6) male patient, initials (B)(6), with gonarthrosis of the right knee. On (B)(6) 2011, the patient initiated synvisc, 2ml 1x/week. Three injections were administered, with the last given on (B)(6) 2011. On (B)(6) 2011, gouty arthritis developed in the right knee, which was the injection site. The reporting physician initially suspected purulent arthritis, but bacterial tests from (B)(6) 2011 were negative. On (B)(6) 2011, the patient started cefcapene pivoxil hydrochloride, loxoprofen sodium, and rebamipide. On (B)(6) 2011, additional treatments were administered, dexamethasone sodium phosphate and lidocaine. On (B)(6) 2011, the crp test came back negative and the patient was started on allopurinol. The reporting physician determined the event to be gouty arthritis due to the patient's hyperuricemia and decreased serum urinary acid at the time of event onset which returned after the event. On (B)(6) 2011, the patient recovered from gouty arthritis. The patient was not receiving concomitant medications at the time of the event. The reporting physician assessed the relationship between synvisc and the event of gouty arthritis as unknown.